Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the united kingdom, this was a case with a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. When advancing the 26mm sapien 3 ultra valve through the esheath, the whole system got stuck. A lot of pushing was attempted. Contralateral access was obtained with a 7mm peripheral balloon outside the esheath and inflated while pushing the valve through the esheath. At this time, the valve moved; however, the esheath liner "split" and the valve crown appeared bent back. The entire system was removed as one unit with no issues. A new 26mm sapien 3 ultra kit was opened with a 16f esheath. The new valve was deployed successfully. Final shot of iliacs arteries showed no issues. The patient was recovering very well. As per medical opinion, the root cause of the event was patient anatomy.

Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided by the site and revealed the following: two struts appeared bent outward and exits sheath during procedure. A strut was bent outward and exposed through sheath observed post-procedure. The complaint for valve frame damage was confirmed through provided device imagery. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As reported, there was calcification identified in patient's access vessel that caused resistance while inserting sheath and while inserting the delivery system through sheath. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, "when advancing the 26mm sapien 3 ultra valve through the esheath, the whole system got stuck. A lot of pushing was attempted." Likewise, provided imagery shows the moment when the force was applied to the delivery system causing a bent strut on the valve and causing the valve to exit the sheath. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment has been previously initiated to capture the risk associated with difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure. A corrective/preventative action was previously initiated to pursue potential process improvement activities regarding this event.